Event description:
Customer reported that they do not see the insulin go down on the reservoir or in the cannula and have been experiencing blood glucose readings of nearly 300 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a black shadow on the display board due to a warped and uneven component on the display board. No cosmetic damage was noted.